Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a dental needle. The customer reports "needle is detached from the hub upon removing needle cap."

Manufacturer narrative:
Report submitted 10/20/2005.